Manufacturer narrative:
(B)(4).

Event description:
It was reported that a device system was explanted due to infection. No further information was reported. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7495lz10, serial# (B)(4), implanted: 2002-(B)(6), product type extension product ID 7495lz10, serial# (B)(4), implanted: 2002-(B)(6), product type extension product ID 7435, serial# (B)(4), implanted: 2002-(B)(6), product type programmer, patient product ID 3487a-45, lot# j0230907v, implanted: 2002-(B)(6), product type lead product ID 3487a-45, lot# j0230907v, implanted: 2002-(B)(6), product type lead. (B)(4).